Event description:
On 11/20/96, a 76 yr old male pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 3/11/97, the MFR received a report that the above referenced pt had developed an infection 3 months post-implant. On 2/19/97, the physician elected to explant the pulse generator and lead. A new pacemaker and lead was implanted from another MFR.